Event description:
It was reported that this right ventricular lead was surgically abandoned due to exhibiting high pacing thresholds, noise and a gradual rise of pacing impedance measurements until they were out of range. Due to this, a lead safety switch was triggered. Another lead was implanted instead. No further adverse patient effects were reported.